Event description:
Literature was reviewed regarding leadless implantable pulse generators (ipgs). The authors described patients who experienced device-related complications which included arteriovenous fistula, femoral artery pseudoaneurysms, one groin hematoma, one systemic infection, and one pulmonary embolism. One patient experienced cardiac perforation with tamponade and required pericardial drainage. There was also a device which migrated and was detected a few hours after the implantation procedure. The device was retrieved and a transvenous ipg was implanted without complications. There were five devices which exhibited rises in thresholds. In one of them, the device was retrieved and replaced with a transvenous ipg, in the other four, the devices were inactivated and abandoned and replaced with a transvenous ipg. The status of the leadless ipgs, delivery systems, and introducers is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mdt-tps-delsys serial: unk. D9: no. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison of 30-day complications between a tine-based and a screw-in helix fixation single-chamber ventricular leadless pacemaker: results of a propensity score¿matched analysis from a multicenter, nationwide registry. Heart rhythm. 2025. 22:e431¿e437. Doi: 10.1016/j.hrthm.2025.03.1881. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.